Event description:
It was reported during implant, the lead could not progress beyond the tuohy needle and as a result could not move upward into the epidural space. The lead was replaced with a quad lead, and it was immediately put into the correct position. There was no patient injury and the patient outcome was "ok."